Event description:
It was reported when the patient was sitting upright, the implantable neurostimulator (ins) detected transition zone. When the patient was standing, the ins detected upright. They did reorient, but did not exit the clinician programmer session before the patient used the patient programmer (pp). The manufacturer representative was instructed to start a new clinician programmer session and reorient the ins for upright while the patient was sitting, then check position. This action resolved the issue. After reorienting and exiting 8840 session, the pp was accurately detecting the patient's position and changing amplitudes. Additional information received reported the manufacturer representative had to reset the orientation of the ins in the body because it did not transition voltages from lying back to upright position. The issue was resolved with orientation. The patient had 1 group, with 2 programs. The upright was 6v on each side. The lying back was 10.5v on each side. Some electrodes were out of range. There was trouble with one of his leads; a couple electrodes were "out." Patient outcome was not provided.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).